Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay custom device. The relay custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
"Debranching of the left subclavian artery by subclavio-carotid and left vertebral artery reimplantation implantation of a thoracic endoprosthesis realized with a proximal scallop. Implantation was performed via an abdominal way from the infra renal abdominal aorta because there was no bilateral iliac accessibility per-procedure: functional lcr drainage. The intervention is carried out without problem: blood loss = 200 ml, diurese = 200 ml. Stable hemodynamics. Proper positioning of endoprostheses. Awakening and extubation at the operative theater: there is then a complete paraplegia (sensitive and motor.): patient outcome: "in general, although the patient is well, the persistence of complete paraplegia is confirmed (despite the drainage of the cerebrospinal fluid and the hemodynamic optimization). Good cardiac and left ventricular function. Increased respiratory congestion. Necessity for non-invasive ventilation. Respiratory degradation. The patient then refuses the care and respiratory ventilation. Limitation of care in agreement with patient and family, which results in patient death on (B)(6) 2016"